Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous mr 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The stent struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no damage. There were no signs of damage or strain to the bi-component bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion with an acute angle was located in the mid to proximal left circumflex (lcx) artery. A 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the bend it had to make into lcx. After several attempts, the device was removed and the stent was noted to be damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion with an acute angle was located in the mid to proximal left circumflex (lcx) artery. A 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the bend it had to make into lcx. After several attempts, the device was removed and the stent was noted to be damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.